Event description:
Prior to a myosure procedure for uterine tissue removal, the physician performed a hysteroscopy to locate a "mass of dark tissue on the uterine wall", which was revealed on the pt's ultrasound. The physician "believed the mass was a dead fibroid". During the hysteroscopy, the physician "bumped into the mass with the myosure scope and knocked the mass loose from the uterine wall." There was bleeding in the uterine cavity and a fluid deficit of 2085cc. Saline was used as the distention medium. The physician suspected a perforation and aborted the procedure. "The pt was in good health and vital [signs] were good." There was no intervention required. On (B)(6) 2012, it was reported the pt was discharged home after the procedure was aborted and the pt is "doing fine." A dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the procedure. It is not known when this suspected perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the myosure hysteroscope not provided by the complainant. The myosure hysteroscope is not being returned, therefore, a failure analysis of the hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).